Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions.

Event description:
It was reported that there was multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 105-148 mg/dl, and the meter bg reading was 55-235 mg/dl. Reportedly, the customer delivered a bolus based off the inaccurate cgm reading and customer's bg level dropped to 55 mg/dl. Reportedly, the customer "almost passed out". Customer addressed bg level with juice and food. A root cause could not be determined. A replacement sensor was sent to the customer.